Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the front end of the tearable sheath was warped, and that there was a burr at the front end of the white part of the cannula sheath, which posed a risk of scratching the patient's blood vessel wall, so the product was informed that there was a problem. According to the mst reported adverse events all belong to the same batch, there 5 cases of guide wires this month. The teacher asked us to strictly check the quality control of this batch of products, so as not to have similar situations again." This report addresses the fifth event.